Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the device. Prior to the fse visit, the customer cleaned the flowcell and replaced the carbon bridge which brought the sodium sample reference value to the acceptable range. However, the issue recurred and the fse replaced the sodium reference electrode due to a bubble found in the electrode tip. The issue was not resolved until the fse cleared a crimp in the carbon dioxide tube located in the bulk reagent area. The crimp was likely caused by use error. (B)(4).

Event description:
The customer reported low sodium and potassium results generated and ise (ion-selective electrode) linearity failed on the customer's dxc 600 pro. The results were not reported out of the laboratory. There was no report that patient treatment was affected in connection with the event.